Manufacturer narrative:
A bec field service engineer (fse) was dispatched and observed that the source of the leak was a crack in the vcs waste chamber (vc222). A small amount of fluid would spill through the crack every time pressure was applied to the chamber. The fse cleaned the spill and replaced the cracked chamber. No further evidence of leaking was observed and the unit ran without any issues. Result: waste chamber. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the unicel dxh 800 coulter cellular analysis system was leaking on the back frame and was generating 'vcs waste chamber drain did not sense empty' error messages. The volume of the leak consisted of a few drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. The customer did not review the material safety data sheet, but there is an exposure control plan at the facility. There was no report of injury or exposure to open wounds or mucous membranes. There was no impact to patient results or treatment in connection with this event. No erroneous results were generated in connection to this event. Vcs: volume, conductivity and multiple angles of light scatter. Vcs is the part of the analyzer where differential and reticulocytes are measured.